Event description:
It was reported the driver tip broke in the screw head. The screw was put into hard bone. Surgeon tried to remove broken tip but it was stuck. Some of the tip could not be removed. Surgeon could not retrieve the entire tip and was comfortable with leaving it in.

Manufacturer narrative:
Depuy synthes spine has requested return of the device for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
Device was not returned for evaluation. Without a product sample, we are unable to confirm the reported issue or identify the root cause. Review of the device history records found no discrepancies when released to stock. Complaint data is reviewed monthly by cross-functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.